Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade iii capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient who underwent a breast augmentation revision with a mentor memorygel 300 cc silicone prosthesis experienced right-sided baker¿s grade iii capsular contracture post procedure. Patient stated right sided tightness and occasional pain, lifted and shrunk. The capsular contracture was confirmed via physical examination. As a result, patient scheduled for removal on (B)(6) 2021.

Manufacturer narrative:
On june 6, 2021 additional information received indicated that the patient experienced on left side unacceptable cosmetic appearance of the nipple areolar complex. As a result patient underwent replacement of the right side with the mentor silicone prosthesis and on the left, patient had nipple areolar scar revision. Suspect device received on jun 22, 2021. Device evaluation completed on june 25, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).